Manufacturer narrative:
No analysis performed. Device not returned to manufacturer.

Event description:
It was reported that the patient presented in clinic for follow up with complains of fatigue. The device was interrogated and loss of capture on the lv lead was observed. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during and after the procedure.